Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with an ez steer nav and the patient experienced pacemaker lead dislodgement that required re-implantation of the pacemaker lead. It was reported that after successfully implanting the pacemaker device in the patient, and after the av node ablation was completed, when the physician was removing the ez steer nav from the body, the ez steer nav became "caught" on one of the pacemakers leads in the patient, and the lead was dislodged. There was no capture or morphology for the pacemaker lead. The medical intervention provided was to re-implant or re-add the pacemaker lead into the patient. The patient was reported to be in stable condition. Patient did not require extended hospitalization; they were slotted to stay overnight either way. There was no physical damage to the device.

Manufacturer narrative:
On 2-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field h6. Health effect - clinical code ¿appropriate term / code not available (e2402) was used to represent the pacemaker lead dislodgement from the tissue. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that after successfully implanting the pacemaker device in the patient, and after the av node ablation was completed, when the physician was removing the ez steer nav from the body, the ez steer nav became "caught" on one of the pacemaker leads in the patient, and the lead was dislodged. There was no capture or morphology for the pacemaker lead. The medical intervention provided was to re-implant or re-add the pacemaker lead into the patient. The patient was reported to be in stable condition. Patient did not require extended hospitalization, they were slotted to stay overnight either way. There was no physical damage to the device. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. Due to the entrapment issue reported by the customer, a dimensional test was performed, and the device passed within specifications a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Use both fluoroscopy and electrograms to monitor the advancement of the catheter to the desired area to avoid vascular or cardiac damage. Do not use excessive force to advance or withdraw the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).